Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent dislodgement occurred. The lesion was located in a severely calcified right coronary artery. The physician attempted to advance a taxus liberte¿ drug eluting stent of unknown size, but could not cross the lesion and the device became stuck. When the device was removed from the patient, the stent dislodged and remained in the lesion. A 2mm balloon was used to deploy the stent with subsequently larger balloons used to post-dilate the stent. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested but is not available.